Manufacturer narrative:
The device was returned and evaluated. There was fluid ingress found internal to the device. Blood was found on the power supply assembly and it was replaced. The device was cleaned and returned to service. (B)(4).

Event description:
A customer contact haemonetics on (B)(6) 2013 to report an orthopat device with the description of "power failure - electrical problem / short circuit." No pt/operator injury reported.